Event description:
Having issues with clips sticking in the jaws after being closed. The clip did not fall in the patient.

Manufacturer narrative:
Qn#: (B)(4). The device investigation is pending.

Manufacturer narrative:
(B)(4). Device history record was reviewed for notifications pertaining to incoming inspection, stock checks, and product returns. No concerns were noted with reference to 70482. (1) sample of 70482 lot#18110001 was received for evaluation. This sample is also referenced in tc# 20043078 and tc# 20043105. The referenced failures are all different observations of the same failure. Visual review noted that the jaws are not aligned when closed. Wear marks on the jaws were also noted. No service dates were noted on the instrument and this device requires routine service based on usage (average 3-6 months). The functional failures noted should have initiated a periodic servicing. A functional inspection noted excessive play in the boxlock region which allows the jaws to scissor. This scissoring action has scraped the edges of the jaws and created sharp edges. Manufacturing of this device has been discontinued. (1) sample of 70482 lot#18110001 was received for evaluation. This sample is also referenced in tc# 20043078 and tc# 20043105. The referenced failures are all different observations of the same failure. Visual review noted that the jaws are not aligned when closed. Wear marks on the jaws were also noted. No service dates were noted on the instrument and this device requires routine service based on usage (average 3-6 months). The functional failures noted should have initiated a periodic servicing. A dimensional inspection was not required as part of this investigation. A functional inspection noted excessive play in the boxlock region which allows the jaws to scissor. This scissoring action has scraped the edges of the jaws and created sharp edges. 2 additional complaints were generated from this single device. Reference tc# 20043078 and tc# 20043105. Device history record was reviewed for notifications pertaining to incoming inspection, stock checks, and product returns. No concerns were noted with reference to 70482.

Event description:
Having issues with clips sticking in the jaws after being closed. The clip did not fall in the patient.